Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they tried an implantable neurostimulator (ins) but it was not a successful treatment for them. The patient stated that after multiple attempts by manufacturer representatives to adjust the device and failure, they had surgery to remove it. No further complications were reported or anticipated. Indication for use is unknown.